Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to double vision caused by irregular astigmatism. Additional information was requested.

Manufacturer narrative:
The lens was returned in two pieces (cut) in a labeled specimen container. Solution is dried on the lens. One haptic is broken/torn and not returned. The optic is torn/split-cut. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. We are unable to confirm the reported complaint. The lens was cut in half through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).